Event description:
Upon receiving additional information, it was determined that this event is not reportable as the fall was not related to the device. The patient slipped on a wet surface and fell. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined that this event is not reportable as the fall was not related to the device. The patient slipped on a wet surface and fell. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00541201601 - femoral component ¿ unknown, 621200230 - tibial baseplate ¿ unknown, 00542801309 - articular surface ¿ unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an orif with wires and pins approximately 6 years post implantation due to a patellar fracture that resulted from a slip and fall injury. During the procedure, it was that the hardware was still well positioned and intact.